Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in t he final report.

Event description:
It was reported that the patient had an infection at the ipg site. As a result the ipg was explanted on (B)(6) 2019. The infection is resolved.